Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized due to "lots of lows" (a blood glucose level was not provided); cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.